Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and radiculopathy. It was reported that the manufacturer representative had met with the patient for a reprogramming session and was told by the patient that they had not used their implant since early 2009. They had used the scs for 6 months and it had been dead since. The reason that recharging was not maintained was due to non-compliance. The manufacturer representative was going to meet with the patient on (B)(6) 2016 to perform a physician mode recharge (pmr) for the overdischarge. There were no patient symptoms reported. Additional information from the manufacturer representative reported that the patient was not interested in bringing their battery back and cancelled their appointment to do so. The manufacturer representative had no further information available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.